Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device unexpectedly switched off and has not be able to powered up since. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third party service provider evaluated the customer's device and was able to duplicate but not able to verify the reported issue. This device was archived by stryker and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly switched off and has not be able to powered up since. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.